Event description:
On (B)(6) 2012 it was reported that the patient went to the emergency room the day prior due to swelling in her neck. The patient had a full revision surgery on (B)(6) 2012 (MFR #: 1644487-2012-03232), however, it is unknown if the swelling was related to the surgery. The patient was prescribed antibiotics as a precaution. Attempts for additional information will be made. No additional information has been provided.

Event description:
Additional information was received from the physician which found that the patient is tolerating post operation well, without signs or symptoms of elevated intracranial pressure. It was noted that the patient's left vns incisions were healing and there was a small amount of edema at the incision site overlying the generator and there was a small area at lateral aspect of incision with scab over incision. There was no drainage noted and no signs of infection. No other information was provided.